Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn: 00801803202, ln: 61111804; shell porous with multi holes 48 mm pn: 00620204820 ln: 60743655; unk longevity standard, pn unknown longevity, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0002648920-2019-00302. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip arthroplasty. Patient was revised approximately 5 years after the initial surgery due to elevated ion levels and adverse local tissue reaction and corrosion. Also it was reported that during the procedure, a ring of darken material at the head and neck junction consistent with corrosion and/or fretting was noted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2019-02469.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2019-02469.